Event description:
The reporter stated a three piece silicone lens, model number aq2010v was inserted and removed due to total zonular dehiscence. The incision was enlarged, a vitrectomy was performed and another lens was inserted. Sutures were used to close the incision.